Event description:
It was reported that a patient underwent a breast implantation procedure with mentor memorygel breast implants 800cc and experienced capsular contracture baker grade unknown (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2022. The device information was provided for both prostheses, but it is unclear which is the impacted product.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6404722 number, and no non-conformances were identified. Manufacturing date: 17/aug/2010. Expiration date: 31/aug/2015. A manufacturing record evaluation was performed for the finished device 6509870 number, and no non-conformances were identified. Manufacturing date: 26/sep/2011. Expiration date: 30/oct/2016. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).